Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Duracon primary knee implanted (B)(6) 2008 revised due to tibial loosening & pain.